Event description:
The customer reported via phone call that the insulin pump alarmed button error. The act button on the insulin pump was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent up and act buttons response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.